Manufacturer narrative:
The beckman coulter cts assisted the customer with cleaning the probe scavenge pathway and repositioning the tubing through pinch valve lv8 to resolve the leak. The leak was resolved by the customer with the help of the cts over the phone and no fse (field service engineer) was dispatched for this event. Failure mode of the leak is attributed to the tubing through pinch valve lv8. (B)(4).

Event description:
The customer reported that the coulter ac*t diff analyzer was generating vacuum errors and a beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer was advised by the cts to check the vic (vacuum isolator chamber), change the green filter, and the vacuum was at 5.99 and no further errors were generated. The customer then called back reporting that a couple of drops of fluid leaked from the probe of the coulter ac*t diff analyzer. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.